Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to the part missing during the transportation since all of accessories were packed correctly in (B)(4) factory based on the. This report is being filed as part of the pentax backlog management plan.

Event description:
Inlet seal of-b190 and pentax medical soaking cap for navigation connector oe c27 are missing from a shipment that was sent to (B)(6) hospital att: (B)(6) on may 7 the serial number is (B)(4). Order reference: (B)(4). Shipped may 7th.